Event description:
It was reported that during implant attempt, the lead would not capture in the left ventricle. Another lead was attempted, but that lead would not capture. Neither lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed). (B)(4) - the full lead was returned and no anomalies were found.